Event description:
The customer reported to maquet that during a surgical intervention, while a nurse was attempting to reposition a cupola, the surgical light detached from the ceiling mounting tube. The falling components struck the patient on his right side from the forearm to the chin. The patient was sent for an examination. The hospital has not provided any details with respect to the patient resultant from this event. The surgeon was struck on his head, concussed and required two stitches. (B)(4). Ref. Imp report #3008355164-2013-00232.

Manufacturer narrative:
A maquet field service technician (fst) inspected the device and found that the retaining clip (a.k.a.circlip) used to secure the lighting system to its down tube mount, had been incorrectly installed. The circlip was bent and out of its groove. The maquet investigation revealed that the arm had been dismantled in (B)(4) 2013 during maintenance done by a third party maintenance provider. Maquet determined that the technician incorrectly positioned the circlip at the end of this maintenance which led to the reported event. The maquet fst repaired the device, installing a new circlip and washers, and returned the unit to service. The prismalix series installation manual includes all necessary instructions to install the arm to the ceiling tube. (B)(4). Maquet medical system USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.